Event description:
The customer reported that air leaked from pilot balloon. The pt required a non-routine replacement of the tube. It was reported that a pre-test of the tube had been done and there was no pt harm.